Manufacturer narrative:
Problem code 1504 captures the reportable investigation result of balloon pinhole. Investigation result: a visual examination of the complaint device revealed that the balloon did not have any visual defects. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole near the proximal bond of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device and/or the presence of sharp objects during the procedure in the dilatation area; the elevator of the scope was reported as a sharp object by the customer could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a hole was noted on the proximal end of the balloon. The procedure was completed with another cre pro wireguided dilatation balloon device. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed that the balloon did not have any visual defects. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole near the proximal bond of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device and/or the presence of sharp objects during the procedure in the dilatation area; the elevator of the scope was reported as a sharp object by the customer could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a hole was noted on the proximal end of the balloon. The procedure was completed with another cre pro wireguided dilatation balloon device. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.